Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave blood glucose result of 152 mg/dl at 6:30pm, when the customer had symptoms of hyperglycemia. He had his wife drive him to the hospital around 6:40 pm, arrived around 7 pm. At the emergency room they immediately took a reading on the hospital meter and received a reading of 496 mg/dl at 7 pm. About 15 minutes later they took a reading on the aviva meter and received a reading of 163 mg/dl. The customer was not admitted, but given insulin and allowed to leave when blood glucose was considered low enough. Returning and replacing meter and strips.